Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
It was reported that device shift occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. Approximately one (1) month post-implant the patient was hospitalized unrelated to the watchman. During the hospitalization echocardiogram imaging incidentally identified the implanted closure device to be shifted proximally. The patient was planned to be discharged without intervention and follow up with their implanting physician.